Event description:
It was reported that during procedure in 2008, the surgeon was unable to insert anchor completely. Upon removal of the anchor, surgeon noticed the tip portion of the anchor was missing. It was presumed that the missing tip portion was retained in the patient's bone. Additional product of the same size was used to complete the procedure. No further details have been provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. Evaluation of returned device found evidence that failure mode was due to torsional overload.